Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Customer was informed pump was within warranty, was provided replacement pump for continued insulin delivery.